Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion, in the proximal circumflex artery, was described as non-tortuous, non-calcified, and 80% stenosed due to in-stent restenosis from a drug coated cypher stent. The vessel was pre-dilated with a 3.0 x 15mm maverick balloon. A taxus express2 3.5 x 20mm drug eluting stent was deployed at 9 atms with a slight mid waist. The balloon was completely deflated but would not release from the stent upon removal. The guide wire dove into the left main artery and the balloon was able to be removed. The lesion was then post dilated with a 4.0 x 12mm maverick balloon. Plavix was used both pre and post procedure, while ivus was not used. There were no reported pt complications and the stent was well positioned and well apposed.